Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed openings. Additional observations: ¿ deformation observed. No further actions are required as the device was implanted.

Event description:
Patient reported exchange from textured to smooth implants due to the patient¿s concern with the product. Healthcare professional later reported left side rupture. The device has been explanted and replaced. This relates to the left side.

Event description:
Patient reported, exchange from textured to smooth implants, due to the patient¿s concern with the product. Healthcare professional later reported, rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.